Event description:
The manufacturer received a complaint alleging that the simplygo mini device had no battery charge. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device's main pca was burned. Additionally, during the evaluation of the device, the field service engineer observed that the sieves were clogged, the compressor was contaminated, and the air side & o2 side were defective. The device will be returned unrepaired to the manufacturer's product investigation lab for further investigation. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.